Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg, no investigation could be completed. Based on the information provided in the complaint it appears that the pump failed to deliver. This report will be updated if any further information is received.

Event description:
The initial reporter stated that the pump was not infusing. They stated that the "administration set was partially clamped and that the pump showed it only delivered 10.4ml of the 101ml infusion. They stated that the pump didn't alarm, and was on the main programming screen when the patient arrived to have their infusion disconnected". Mmdg did follow up with the initial reporter who stated that the pump had been replaced and that there were no adverse effects to the patient. (B)(4).